Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 144 mg/dl, and the meter bg reading was 36 mg/dl. As a result of the auto-bolus, customer's bg level lowered to 36 mg/dl. The customer consumed carbohydrates, and an ambulance was contacted and provided additional glucose to address bg. System check with technical support did not identify any additional issues with the pump or related supplies. Customer acknowledged that the pump was functioning as intended.